Event description:
It was reported that this artificial urinary sphincter aus exhibited fluid loss. A surgical procedure was performed during which the pump component was explanted and replaced. Upon removal, a hole was identified behind the deactivation button of the pump. No patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for cuff is (B)(4). Correction to field c2 d10: concomitant product therapy correction to field d4: unique identifier (UDI) upon receipt at the quality assurance laboratory, the returned component underwent a comprehensive evaluation. Visual inspection revealed that the pump block had a tear consistent with tool sharp instrument damage and the pump contained contamination within the outflow valve. Leakage testing did not pass as the pump exhibited a leak at the site of the tool sharp instrument damage on the pump block. Functional testing could not be completed due to the identified leak caused by tool sharp instrument damage. Based on the available information and analysis results, the reported clinical observation could not be confirmed. The sharp instrument damage observed on the device is considered a secondary issue. However, there are several potential failure modes that could lead to fluid leak and hole perforation, including but not limited to device malfunction. A conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter aus exhibited fluid loss. A surgical procedure was performed during which the pump component was explanted and replaced. Upon removal, a hole was identified behind the deactivation button of the pump. No patient complications were reported.